Event description:
It was reported that the system 2600 displayed kv error and was non operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack and the battery charger needs to be replaced. Additionally the hand controller was found to be defective with unrelated symptoms. All items are on order and will be replaced. No further problems are anticipated once repairs are affected. The system was tested and found to be working as intended and placed back into service.